Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a predilated mildly calcified lesion in a mildly tortuous section of the distal posterior tibial artery. During the advancement of the passeo-18, the balloon was introduced and inflated, but it failed to maintain pressure. The decision was made to remove the balloon, and upon testing it outside the patient, a leak was identified, confirming that the balloon was not inflating properly.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a predilated mildly calcified lesion in a mildly tortuous section of the distal posterior tibial artery. During the advancement of the passeo-18, the balloon was introduced and inflated, but it failed to maintain pressure. The decision was made to remove the balloon, and upon testing it outside the patient, a leak was identified, confirming that the balloon was not inflating properly.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050). Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.